Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported air in line alarms which were reproduced while running an infusion. The reported symptom was also confirmed through a review of the event history log. During a physical inspection of the device continuity was found on the tail pins of the ultrasonic sensor, which was determined to be the cause. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.